Event description:
A malfunction alarm identified as malf 0 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.